Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated by email that a tampon came apart upon removal and tampon pieces remained inside of her. This occurred with two tampons. She had to manually remove the remaining pieces. There have been three attempts ((B)(6) 2018) to contact the consumer for more information, but we have not been successful. No further information is available at this time.